Event description:
The affiliate reported a damaged instrument from a customer. The customer reported that a "smooth-bore" tubing was damaged after sterrad processing. Jjkk informed the customer "not to process under sterrad" after the installation of the sterrad 100s at the hospital. Jjkk advised the customer again not to use sterrad for sterilization for those devices. The customer did not respond to asp's attempt in retrieving more info about any potential injuries and about unit repair.